Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) with endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. During the procedure, the bands would not deploy, and the bands rolled into a spiral. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.